Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to moisture on keypad traces. The pump had scratched display window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
It was reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to clear the alarm. The insulin pump was returned for analysis.